Event description:
During device preparation, the generator would not produce any radio frequency energy. The patient was prepped and the procedure was cancelled and rescheduled for the following week.

Manufacturer narrative:
The generator was received for analysis and the report of no radio frequency energy could not be confirmed. The generator successfully passed the power on self-test and booted to the software application menu upon applying ac power. The field reported event was not reproducible as the generator produced and maintained its radio frequency energy output during the evaluation. Based on the information provided to abbott and the investigation performed, the reported event was not confirmed. No hardware abnormalities that would have resulted in the reported event were identified. The root cause cannot conclusively be determined as the reported event was not reproducible. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.